Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00010 thru 3012447612-2019-00014.

Event description:
It was reported that a pedicle screw construct was removed due to pain. Additional details have been requested but have not been provided. This is report three of five for this event.

Manufacturer narrative:
(B)(4). Additional information: (results and conclusions) - the previously reported catalog number could not be definitively linked to this complaint. Therefore, the brand name, product code, device name, and PMA/510k number cannot be stated without the catalog number. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw construct was removed due to pain. Additional details have been requested but have not been provided. This is report three of five for this event.